Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was reported the patient was hospitalized for another indication and was diagnosed with peritonitis afterwards. The patient was treated with unknown antibiotics (intraperitoneal) for peritonitis. The patient was discharged from the hospital five days after admission. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.